Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was being irritated under the lifevest equipment. Patient described the area as creating scabs under the clasps. There was no alleged device malfunction contributing to the irritation. The patient reported being in a rehabilitation facility, but there is no indication of medical intervention specifically for the irritation. Reporting out of an abundance of caution. Follow up indicated that the irritation improved.